Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the distal coil was not welded to the helix shaft. This resulted in high lead impedance and prevented helix actuation.

Event description:
This report is to advise of an event observed during analysis.